Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was on vacation when he experienced what he believed to be an infection, because his arm was "red", while wearing an adc freestyle libre sensor. Customer removed the sensor and had contact with a healthcare professional who provided unspecified treatment, however no information pertaining to the actual treatment was provided and attempts to gather additional details have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor has been returned. Extended investigation has also been performed for the reported complaint. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported he was on vacation when he experienced what he believed to be an infection, because his arm was "red", while wearing an adc freestyle libre sensor. Customer removed the sensor and had contact with a healthcare professional who provided unspecified treatment, however no information pertaining to the actual treatment was provided and attempts to gather additional details have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.